Event description:
Information received from the field does not address the patient's clinical status but notes that during the implant procedure, the ventricular lead had become stuck. It was reported that the lead appeared to get caught in the chordae tendineae. The lead would not move forward or backward. The lead was capped and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative